Manufacturer narrative:
This report is for the same event as manufacturer report: (B)(4). This report is for the same event as manufacturer report: (B)(4). Correction to h6: device codes summary: upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified that the tip was broken, and additionally the fiber jacket had burn back. Based on this observation, the reported event was confirmed. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to fiber tip break. According to the device instructions for use, when using the lighttrail single use laser fiber in contact surgery treatments avoid forceful movements on tissue surface and lateral pressure to the lighttrail single use laser fiber tip. Based on all available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a lithotripsy procedure for kidney stones, the glass tip of the first fiber broke. A second fiber was used, and the tip turned black on the shaft and the tip broke after less than twenty minutes of use. This fiber was then attempted, and it exhibited the same issues as the second fiber. The procedure was stopped after the tip of this fiber broke. There were no patient complications. This report is for the third fiber.

Event description:
It was reported that, during a lithotripsy procedure for kidney stones, the glass tip of the first fiber broke. A second fiber was used, and the tip turned black on the shaft and the tip broke after less than twenty minutes of use. This fiber was then attempted, and it exhibited the same issues as the second fiber. The procedure was stopped after the tip of this fiber broke. There were no patient complications. This report is for the third fiber.

Manufacturer narrative:
This report is for the same event as manufacturer reports: 2124215-2022-50180 and 2124215-2022-50179.